Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent an open reduction internal fixation (orif) surgery to remove and revise the broken locking compression plate (lcp) curved condylar plate and the twelve (12) screws. The plate and the 12 screws were removed completely with no difficulties. All 12 screws were removed intact. The right femur nonunion was repaired using a medullary nail and a lateral distal femur plate. The procedure and patient outcome were unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown quantity 12). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).